Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received alarms including motion sensor test failure alarm. The customer also needed assistance with fill tubing at the time of call. The customer's blood glucose was 93 mg/dl at the time of incident. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.